Manufacturer narrative:
No button error alarm noted. Device had no button response due to flattened dome switch on esc button (creased). Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or test for motor error alarm due to no button response. Motor passed motor test. Device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump was not delivery insulin. Customer's blood glucose was 400 mg/dl. Device alarmed a motor error alarm. Found motor error alarms and button error alarms in history. Device was able to rewind. Device passed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.